Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance because the arms were reversed with the master tool manipulator (mtm)'s controlling the opposite robot arms. The isi tse asked if the image was flipped. The customer checked the image and confirmed they were able to resolve the issue by flipping the image. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event occurred while recurrent incisional hernia repair with incarceration surgical task was being performed. The image was inverted. The event did not involve a reversed control on system arms. Left was right and right was left arms were reversed. The scope was installed in up orientation. The surgeon confirmed the desired orientation when endoscope was installed. An indication of the image orientation was provided to the user via user interface. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to event, it was unknown if the endoscope was manually rotated 180 degrees. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The issue was resolved by the surgeon associating the right and left arms. The procedure was completed with the same endoscope. There was no patient injury. The endoscope is not available for return to isi.

Manufacturer narrative:
The reported event was addressed with phone support. The customer resolved the issue by flipping the image and proceeded with the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank field in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.